Event description:
It was reported to philips that the device is able to charge when plugged in, but when unplugged- it begins chirping to recharge. There was no patient involvement.

Manufacturer narrative:
The manufacturer's bench received the device 17-dec-2021 and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module and battery, which were reinserted and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.